Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. The notification light did not stop flashing immediately. The customer stated that the insulin pump had a hardware low level failure error after performing the self test. The insulin pump will not be returned for analysis.